Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. The rse asked the biomed if the o2 cell was changed during preventative maintenance (pm), the biomed stated that a pm hasn't been performed in a long time. The rse advised the biomed that the o2 cell has reached the end of its lifespan and recommended a full annual pm be performed. The rse also recommended exchanging the o2 sensor only & mr400 internal battery. The rse provided the biomed parts identification for the o2 sensor only & mr400 internal battery (pn: 989803162051 o2 sensor only & mr400 internal battery 989803169491) and also emailed a copy of the mr400 service guide (sg) for the biomes future use. The biomed is taking responsibility for remediating the issue. It was determined that there is no malfunction occurring. The customer has not followed manufacturer recommendations for exchanging the 02 cell. The biomed is taking responsibility for remediating the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the o2 is reading low compared to the anesthesia unit. The device was in use on a patient at the time of the event. There was no adverse event reported.